Event description:
A customer reported a malfunction alarm on the pump, identified with a code ¿malf 0.¿ there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue arises again.